Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was dislodged from the pump when removing the case. The customer attempted to reload the cartridge onto the pump and the cartridge no longer fit onto the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer's blood glucose level was 102 mg/dl.